Event description:
Info received indicates the head section cannot be raised.

Manufacturer narrative:
The technician found a worn seal on the head section valve. He replaced the valve to repair the bed.